Event description:
The customer reported a popping noise then the system would not produce x-ray. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The power supply, cooling fan, and the rtos were replaced during the service call. The system was tested and found to be working as intended and put back into service.